Manufacturer narrative:
The long bipolar grasper instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable at the distal end.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the long bipolar grasper instrument had no visible damage. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no arcing, smoking, sparking, or melting occurred. The instrument was able to move; however, the customer realized that there was an exposed wire. The customer stated this instrument did not use energy, it was for grasping. There was no functional failure, the instrument seemed to work fine even with the broken wire.